Event description:
A power source alert 07 was reported, and fortunately, there was no reported adverse impact to the customer's blood glucose level. The issue occurred while the caller was using the tandem charging cable and wall adapter, and they attempted to leave the wall adapter plugged into a working outlet for at least 30 minutes. This resolved the issue, as the pump began charging, and no further assistance was required.